Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: improper use, mishandled by end user. Manufacturer contacted customer with follow up phone call for knowing customer's condition;customer informed his finger is normal,he has not had any further issue with the control solution,customer is testing with the meter as usual.

Event description:
Customer states that contacted us to assist him with running the control solution test and now has pink and green spots on his finger. Customer states that his finger is burning with two spots on it. Customer states that he washes his hands with water and soap and the burning calm down a little but it is still burning. Customer states that he is having an allergic reaction to the control solution. Customer states that some of the control solution spill on his pants and left a stain. Customer was advised to seek medical attention if needed. Customer states that he was startled with his reaction to the dye that is in the control solution. Customer states that he thinks that he is sensitive to the dye in the control solution. While speaking with the customer he states that he now feels like he touch acid. Customer states that he will email me a photo of his finger. Customer stores the control solution control solution in his car.

Manufacturer narrative:
(B)(4). Returned control solution evaluated on 7/11/2016 with no defect found. The most likely root cause of true control solution lot 5l0a65 and 5l1d52 that bothered customer skin is due to customer is sensitive to ingredients in control solutions cause the irritancy. Manufacturer had contacted the customer few times (follow up calls) to confirm customer's condition. During the calls, customer informed that his condition has improved, his fingers are back to normal, that he has not had any further issue and continues using with the meter.

Event description:
Customer states that contacted us to assist him with running the control solution test and now has pink and green spots on his finger. Customer states that his finger is burning with two spots on it. Customer states that he washes his hands with water and soap and the burning calm down a little but it is still burning. Customer states that he is having an allergic reaction to the control solution. Customer states that some of the control solution spill on his pants and left a stain. Customer was advised to seek medical attention if needed. Customer states that he was startled with his reaction to the dye that is in the control solution. Customer states that he thinks that he is sensitive to the dye in the control solution. While speaking with the customer he states that he now feels like he touch acid. Customer states that he will email me a photo of his finger. Customer stores the control solution control solution in his car.